Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. The computer passed seatools long test, phd testing and memtest86. The caine-1 test showed a remapped sector and the disk space was 100% used. It was suspected that the cause of the issue was the bad sector and no disk space available. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the system became unresponsive immediately after completing registration on the patient. The site rebooted the system and were able to continue the case with no further re-occurrence. The surgery was completed with navigation and there was no impact on patient outcome.